Event description:
It was reported the ¿electron could not be introduced into the electrode¿ during the procedure. There were reportedly ¿problems to the height of the third pole.¿ the implantable neurostimulator (ins) was never implanted and a different ins was used. The issue was resolved. No patient symptoms or complications were noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event. Additional review determined method codes (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.